Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/28/2020.

Event description:
It was reported that when the ventilator was powered on the unit had a white screen and did not cycle. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the video graphics array (vga) board to address the reported issue and the unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.